Event description:
It was reported that the device had error code 45630. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated device evaluation: one device was received. A visual inspection found that the dso seal was separating from the chassis. The dso seal was replaced. A review of the event history log found that error code 45630 was cleared without repopulation. During the functional testing, the error was unable to be replicated. Service history identified that no previous repair has been noted.